Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call serious injury. Customer's blood glucose level was 334 mg/dl. Customer treated themselves by drinking coffee, eating food and calling the paramedics. Customer advised they felt dizzy and were in pain. Paramedics arrived at the patient's home in order to help.